Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via (B)(6) regarding a patient who was currently receiving baclofen [2000 mcg/ml] at a dose of 734.9 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2017 that on an unspecified date, the patient was hospitalized for a pump malfunction. It was noted that the patient¿s medical history included usage of a wheelchair and a spinal cord tumor that was removed. The therapy duration of the intrathecal baclofen was unknown and its indication for use was spinal cord tumor. No additional information was provided.